Manufacturer narrative:
The spectrum autopass suture passer, concomitant device smi-02ap, was returned and it was found that the suture passer needle, smi-02n, was broken off and still attached inside the needle track. This type of damage is suspect of excessive force used on the product. During testing, using smi-02d needle, it was found that the new needle could not be inserted into the returned device, smi-02ap. The lot history could not be reviewed since the lot number of the device was not known. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: instructions for loading the suture passer needle into the suture passer: with the suture passer jaws in the closed position, insert the sharp end of the needle into the top of the instrument with the tab pointing up. Engage the needle by sliding the tab forward until it snaps into place. With the jaws closed, actuate the needle deployment trigger once to ensure that the needle deploys and retracts and that the suture retrieval mechanism opens during needle deployment and closes after needle retraction. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the smi-02n, spectrum autopass needle, qty 5, device was broken while loading the needle into the spectrum autopass suture passer. The needle got stuck in the suture passer and upon trying to remove the needle, the needle broke leaving part of the needle in the handle. The event caused a 2-minute delay during a pre-operative testing for a rotator cuff procedure that occurred on (B)(6) 2019. With the use of another suture passer and needle the procedure was completed successfully. There was no injury to the patient or the user; therefore, there was no extended hospitalization or medical intervention required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence and also due to previous reports of injury for this device and failure mode.